Event description:
It was reported that the procedure was to treat the right coronary artery with no tortuosity. A balance middleweight (bmw) universal guide wire fractured during advancement into the guiding catheter. There was no resistance during advancement. A new bmw universal guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed; however there were noted multiple bends and kinks in the entire length of the core. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the guiding catheter inadvertent mishandling resulted in the reported break/noted bends and kinks in the entire length of the core. The noted scratches sporadically throughout the entire length of the teflon coating likely occurred due to interaction with the torque device. There is no indication of a product quality issue with respect to manufacture, design or labeling.